Event description:
A female consumer stated the following, I have pyoderma gangrenosum, where necrosis sucks it once I scratch. Consumer stated they used band-aid pro heal extra large all one size to cover her wound. When the consumer removed the product, she stated that the scratch looked like maggots. She alleged that this was confirmed by her doctor. She also confirmed that her pyoderma was not affected while using the product. It was reported that, the symptoms have stayed the same after the patient stopped using the product. No further information was provided about this event.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not for diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bandaid pro heal extra large all one size 5ct USA 381372024048 381372024048usa 381372024048usa, lot/ctrl # 0614b. D4: upc #:381372024048 lot #: 0614b exp date: na UDI #: na device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 1, 2024. The retain sample was visually examined according to product specification and meets specifications for appearance. H6: health effect clinical codes: e1719 also refers to consumer alleged about "scratch looked like/contained maggots, confirmed by doctor & quot;. E2402 refers to consumer "intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected: h6 medical device code has been updated and corrected from a18 to a24 based on the following evaluation: there are no photos or product returned by the consumer, and therefore, it is not possible to assess the consumer&apos; s alleged defect. In absence of field sample and consumer photos, pest control records were reviewed, and no deviations were identified. There were no excursions or non-conformities related to this type of deviation during the period. In addition, the site has microbiological monitoring in which there were also no records of results outside the specified range during the period. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6) 2024. The retain sample was visually examined according to product specification and meets specifications for appearance. If information is obtained that was not available for a follow-up-02 medwatch, a additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H2, h6: there are no photos or product returned by the consumer, and therefore, it is not possible to assess the consumer's alleged defect. In absence of field sample and consumer photos, pest control records were reviewed, and no deviations were identified. There were no excursions or non-conformities related to this type of deviation during the period. In addition, the site has microbiological monitoring in which there were also no records of results outside the specified range during the period. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.